Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record, device history lot, part number: 310.21, synthes lot number: 25p8667. Manufactured by jabil inc-monument. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in may 2019. A search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure. During the procedure, while the surgeon was drilling, the drill bit broke. The surgeon left the drill bit in the bone. The procedure was successfully completed with no surgical delay. The patient status is unknown, this complaint involves one (1) device. This report is 1 of 1 for (B)(4).